Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300 to 400's mg/dl. A correction bolus via the pump and injections were used to address the bg level. The customer's current bg was 124 mg/dl. As the occlusion alarms had occurred in the past, the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. A tandem clinical diabetes specialist met with the customer and reviewed the loading process and occlusion troubleshooting techniques. The customer was to try a different infusion set.